Manufacturer narrative:
H3 - device evaluation: the lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in (B)(4) but not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens, -16.50 diopter, in the patient's right eye (od), on (B)(6) 2013. The lens was explanted on (B)(6) 2019 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.